Event description:
During a follow up, high pacing impedance was noted on the left ventricular (lv) lead. No intervention has been performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.